Event description:
It was reported before using the bd discardit¿ ii 20 ml syringe there was foreign matter on the syringe. The following information was provided by the initial reporter. The customer stated: "before use, there was a presence of plastic deposits in a 20 ml bd discardit ii syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photos or samples were received by our quality team for evaluation. Twenty retained samples from the affected lot were evaluated and no defects were observed. No white particles on the syringe wall were found. The team was not able to confirm the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. An accurate root cause of the reported issue could not be determined. Based on the customer feedback, the team was able to conclude that the small white particles were composed of lubricant from the syringe barrel. Specifically, during the molding process some plastic flashes appeared, and during the assembly process these flashes could be lost as flakes and stuck in the inner surface of the syringe. Please note that despite the fact that any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. At bd fraga, the whole process to assemble and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system as well as several strict measures. This incident has been added to our database of reported incidents.